Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: cant prime at beginning.

Manufacturer narrative:
H6: investigation summary: a 20039e product was not available for investigation; however the customer confirmed that the complaint sample was from lot: 21085801. Further information provided by the customer indicates that the occlusion occurred upon connection to an unknown luer lock infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 21085801 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion.

Event description:
It was reported that 14 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: can't prime at beginning.

Event description:
It was reported that 14 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: can¿t prime at beginning.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022. H6: investigation summary: four 20039e samples from lot 21085564 were received in sealed packaging for investigation. The feedback provided by the customer indicates that complete occlusion was detected during priming as no fluid was able to enter the smartsite component. The customer also indicated the connecting product was a luerlok syringe. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to each of the returned samples and flushing through with fluid; in each instance the smartsite piston opened and no flow restrictions or occlusions were identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085564 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned extension sets.